Manufacturer narrative:
Product analysis:visual review confirms implant fracture. Witness mark and material deformation noted on right anterior corner of the -03 top component of the implant, consistent with in vivo obstruction during attempted implantation. It is noted in the fully closed position, the implant nose is protected behind the base component. Implant received in slightly angulated position, with the nose exposed. The component vertical post and the ¿ears¿ of the component broken off and not returned for analysis. Fracture surface analysis consistent with brittle overload. The above observations are consistent with partially angulated implant prior to attempted implantation, which may have contributed to subsequent overload of the implant.

Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation; therefore, cause of event cannot be determined.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion at levels l5-s1 due to collapsed l5-s1 disc on (B)(6) 2016. Intra-op, while the surgeon was impacting the graft (packed inside a 8x23mm extra lordotic implant) for implantation into the disc space (a very collapsed l5-s1 disc on the right), after significant impaction, realized that the peek has separated from the titanium once the graft was in the disc space. The surgeon and his team removed the pieces and put in a 7x23 mm extra lordotic implant that went in very nice. The surgeon commented that he thought he may have tried to put in too large of a size the first time. No patient complications were reported as a result of this event.